Event description:
A 7f 11cm super sheath by boston scientific was deployed during left arm fistulogram by physician. The plastic sheath wrinkled and bunched up. The sheath was taken off the field and a new sheath was opened.